Event description:
Information was received from a patient who was implanted with a neurostimulator for peripheral neuropathy and spinal pain. It was reported that the patient had a loss of stimulation and did not feel the stimulation sensation. The patient was on group a and usually had it at 3v or 4v. The patient reported that they had to crank it up to 9v to feel anything. There were no falls or traumas. The patient programmer confirmed that stimulation was on. Troubleshooting was done to adjust the patient's settings which resolved the issue. The patient changed stimulation from group a to group b which was at 4.10v. The patient stated that they felt it now. The date of the issues was reported to be (B)(6) 2016. A patient programmer manual was sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.